Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00909, 1627487-2021-00911. It was reported the patient experienced an allergic response. There is a raised rash across the neck and head. A patient contact material kit was ordered for allergy testing which confirmed the patient is allergic to stainless steel and nickel. The ipg and leads both have materials that could come into contact with the patient during surgery and once implanted. Surgical intervention may be pending.

Event description:
Additional information indicates the port plugs were explanted and replaced with modified extension leads on (B)(6) 2021 to address the issue.